Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced withdrawal. There was not more than one stall noted in the event logs. The cause of the stall that had occurred remained unknown. No troubleshooting, interventions or other actions taken to mitigate or resolve the event occurred. In terms of how the patient was now doing, it was indicated they had recovered without permanent impairment. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that during a normal refill session the healthcare professional (hcp) noticed a motor stall message. The logs showed a stall occurred on (B)(6) 2014 with no recovery. The patient has an increase in spasms but had no withdrawal symptoms. The patient had not had an MRI (magnetic resonance imaging) on that day. The hcp had not accessed the pump at the time of this report. The pump was used to infuse fentanyl, clonidine, bupivacaine, prialt (ziconotide), baclofen (unknown), and morphine (unknown). No intervention or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.